Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button harder to press. The customer¿s blood glucose was unknown. The customer stated that the crack on the insulin pump under and bottom left hand corner and insulin pump did not returned to its normal delivery. The insulin pump will not be returned for analysis.